Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 23 mar 2023 from a 67 year old female patient with comorbidities including anemia, beta thalassemia, hypercoagulability and end stage renal disease, stating she was unable to perform rinse back on unspecified dates and a blood transfusion was required. Additional information was received on 29 mar 2023 from the home therapy nurse (htn) who stated the patient was admitted to hospital on (B)(6) 2023 until (B)(6) 2023 due to low hemoglobin where she was transfused, amount not provided. The patient recovered without sequelae and resumed therapy with the nxstage system.